Event description:
Original surgery in 2007. Patient received 35mm 16 degree trinica anterior lumbar plate, four 5.5x24mm fixed screws and another manufactures interbody device at 14/5. During a follow up examination between the surgeron and patient x-rays revealed a fracture of the l5 vertebral body. Revision surgery performed nine days later, to remove the plate, screws and interbody device. It was reported at l4/5 space collapsed. A 37mm 65 degree trinica anterior sacral plate and 4 fixed screws two 34mm and two 30mm screws) were inserted and the disc space was filled with bone chips.

Manufacturer narrative:
Results - the devices were returned for analysis and no manufacturing discrepancies were identified. The trinica alp instructions for use (07.01085.001 rev c) states in the adverse effects section, "bone fracture or stress shielding at, above, or below the level of surgery. Lot 60540349 (mfg date 12-2006); lot 60527385 (mfg date 08/2006).